Event description:
It was reported that an alarm was generated during operation. No injury was reported.

Manufacturer narrative:
During the course of the investigation it was found that, based on the logfile analysis, a slow build up of negative pressure in the vacuum pump was identified to be the root cause for the alarm ¿breathing system failure¿ and in the following a drop in peep to ambient pressure occurred during use. Therefore, the case was subsequently assessed as reportable. On site the lower rolling diaphragm and the vacuum pump were replaced. After that no further problems were reported. The vacuum pump was investigated in the manufacturer¿s lab. It was, however, not possible to confirmed the reported symptom. It was therefore assumed that a problem at the diaphragm let to the described issue. As the diaphragm was not available for investigation anymore, it was not possible to confirm this. The auxiliary vacuum pressure is needed to operate the valves that control the ventilation cycles and to keep the ventilator diaphragm in place during piston movement. If the vacuum pump cannot build-up the necessary pressure, the system reacts with a generation of a corresponding alarm. A detected failure of the vacuum is alarmed visually and acoustically with "breathing system failure". Monitoring as well as manual ventilation in man/spont mode remain available. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable.